Event description:
Journal reference: aliabadi h, osenbach rk, intrathecal drug delivery device infection and meningitis due to mycobacterium fortuitum: a case report. Neuromodulation. 2008;11(4):311-314. Intrathecal drug delivery device infection with mycobacterium fortuitum has not been reported previously. We report a case of an implanted baclofen pump infection and associated mycobacterium meningitis due to mycobacterium fortuitum. The entire pump system was removed and the patient was treated successfully with a prolonged regimen of antibiotics. Drug delivery system manufacturer was not stated. Reportable event: 4 months after removal of first pump, they reinserted the pump system on the other side of the abdomen. The patient's spasticity did not improve. Investigation revealed that the pump may not be delivering drug. Csf suggested meningitis. He went to surgery for removal of all hardware. Fluid cultures from the incision site, the catheter and the pump site all grew m. Fortuitum. After an aggressive antibiotic regimen for seven months, the cultures were negative. See mfg report # 2182207200807278.

Manufacturer narrative:
Result: catheter.